Event description:
It was reported that during the implant procedure, the lead pacing impedance readings were fluctuating and high even after trying a few positions and confirming the helix was fully attached to the myocardium. The lead was not used and another lead was implanted in the same position with parameters in range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.